Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6) 2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6) 2021. The surgery scheduled for (B)(6) 2021 was postponed due to covid lockdown until (B)(6) 2021 on (B)(6) 2021 the patient underwent an evaluation under general anesthesia (eua) as the physician performed troubleshooting techniques described in device manual as well as forced deflation maneuver were tried with success. Surgeon was able to get the device cycling and inflating fully again. No kinking of the tubing was noted. A month later, the physician indicated the patient and his wife had been fairly happy with how things have been going following the eua . In the last week, the patient and wife had noticed some minor auto inflation of the device. The patient indicated it becomes approximately 40% full over time. He still also had some mild discomfort from the tubing but, overall, said he thinks things are going reasonably well. The physician planned to see patient in the clinic in 2-4 weeks to examine device function. No further issues were reported. The physician saw the patient in the clinic for a follow up on (B)(6) 2021 as he was still having troubles with his prosthesis. The pump was easier to use, but the patient had started experiencing various degrees of auto-inflation. The patient was also still bothered by the tubing in the left upper scrotum. The patient reported when the prosthesis was fully deflated, there was no problem, but as it slowly re-inflated, pressure builds-up in the tubing which gives some discomfort. The physician cycled the device and indicated the pump was certainly a lot easier to activate. He reported with squeezing all the fluid out of the prosthesis on deflation, there was slow re-accumulation of fluid in the cylinders. Patient seen in clinic on (B)(6) 2022. Surgeon reports resetting the pump and that this worked well. The patient reported previously he would find the device auto-inflated if he went for a walk, but after walking around the clinic, there was no auto-inflation. Patient and his wife report the device would be satisfactory to them if the auto-inflation is sorted. It is when the device auto-inflates that the patient reports getting the discomfort from the tubing in the left groin. The patient stated that he is not satisfied with the device. Surgeon will follow up with patient in two weeks time. A revision surgery scheduled for (B)(6) 2022 was cancelled due to covid. It will be rescheduled when possible.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6)2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6)2021. The surgery scheduled for (B)(6) 2021 was postponed due to covid lockdown until (B)(6) 2021 on (B)(6) 2021 the patient underwent an evaluation under general anesthesia (eua) as the physician performed troubleshooting techniques described in device manual as well as forced deflation maneuver were tried with success. Surgeon was able to get the device cycling and inflating fully again. No kinking of the tubing was noted. A month later, the physician indicated the patient and his wife had been fairly happy with how things have been going following the eua . In the last week, the patient and wife had noticed some minor auto inflation of the device. The patient indicated it becomes approximately 40% full over time. He still also had some mild discomfort from the tubing but, overall, said he thinks things are going reasonably well. The physician planned to see patient in the clinic in 2-4 weeks to examine device function. No further issues were reported. The physician saw the patient in the clinic for a follow up on (B)(6) 2021 as he was still having troubles with his prosthesis. The pump was easier to use, but the patient had started experiencing various degrees of auto-inflation. The patient was also still bothered by the tubing in the left upper scrotum. The patient reported when the prosthesis was fully deflated, there was no problem, but as it slowly re-inflated, pressure builds-up in the tubing which gives some discomfort. The physician cycled the device and indicated the pump was certainly a lot easier to activate. He reported with squeezing all the fluid out of the prosthesis on deflation, there was slow re-accumulation of fluid in the cylinders. Patient seen in clinic on (B)(6) 2022. Surgeon reports resetting the pump and that this worked well. The patient reported previously he would find the device auto-inflated if he went for a walk, but after walking around the clinic, there was no auto-inflation. Patient and his wife report the device would be satisfactory to them if the auto-inflation is sorted. It is when the device auto-inflates that the patient reports getting the discomfort from the tubing in the left groin. The patient stated he is not satisfied with the device. Surgeon will follow up with patient in two weeks time. A revision surgery scheduled for(B)(6) 2022 was cancelled due to covid. It will be rescheduled when possible. Further information indicated the patient had this inflatable penile prosthesis pump replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. There were no visual damages or abnormalities noted and no leaks were found. The pump was functionally tested and did not pass activation tests. This investigation was assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because analysis of the device was able to confirm pump difficult to inflate but was unable to confirm the pain, discomfort, tube length too long, and cylinder spontaneous inflation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on 13jul2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6)2021. The surgery scheduled for (B)(6)2021 was postponed due to covid lockdown until (B)(6)2021 on (B)(6)2021 the patient underwent an evaluation under general anesthesia (eua) as the physician performed troubleshooting techniques described in device manual as well as forced deflation maneuver were tried with success. Surgeon was able to get the device cycling and inflating fully again. No kinking of the tubing was noted. A month later, the physician indicated the patient and his wife had been fairly happy with how things have been going following the eua . In the last week, the patient and wife had noticed some minor auto inflation of the device. The patient indicated it becomes approximately 40% full over time. He still also had some mild discomfort from the tubing but, overall, said he thinks things are going reasonably well. The physician planned to see patient in the clinic in 2-4 weeks to examine device function. No further issues were reported. The physician saw the patient in the clinic for a follow up on (B)(6)2021 as he was still having troubles with his prosthesis. The pump was easier to use, but the patient had started experiencing various degrees of auto-inflation. The patient was also still bothered by the tubing in the left upper scrotum. The patient reported when the prosthesis was fully deflated, there was no problem, but as it slowly re-inflated, pressure builds-up in the tubing which gives some discomfort. The physician cycled the device and indicated the pump was certainly a lot easier to activate. He reported with squeezing all the fluid out of the prosthesis on deflation, there was slow re-accumulation of fluid in the cylinders. Patient seen in clinic on (B)(6) 2022. Surgeon reports resetting the pump and that this worked well. The patient reported previously he would find the device auto-inflated if he went for a walk, but after walking around the clinic, there was no auto-inflation. Patient and his wife report the device would be satisfactory to them if the auto-inflation is sorted. It is when the device auto-inflates that the patient reports getting the discomfort from the tubing in the left groin. The patient stated he is not satisfied with the device. Surgeon will follow up with patient in two weeks time. A revision surgery scheduled for (B)(6)2022 was cancelled due to covid. It will be rescheduled when possible. Further information indicated the patient had this inflatable penile prosthesis pump replaced. No further patient complications were reported.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6) 2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6) 2021.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6) 2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6) 2021. The surgery scheduled for (B)(6) 2021 was postponed due to covid lockdown until (B)(6) 2021 on (B)(6) 2021 the patient underwent an evaluation under general anesthesia (eua) as the physician performed troubleshooting techniques described in device manual as well as forced deflation maneuver were tried with success. Surgeon was able to get the device cycling and inflating fully again. No kinking of the tubing was noted. A month later, the physician indicated the patient and his wife had been fairly happy with how things have been going following the eua . In the last week, the patient and wife had noticed some minor auto inflation of the device. The patient indicated it becomes approximately 40% full over time. He still also had some mild discomfort from the tubing but, overall, said he thinks things are going reasonably well. The physician planned to see patient in the clinic in 2-4 weeks to examine device function. No further issues were reported. The physician saw the patient in the clinic for a follow up on 11nov 2021 as he was still having troubles with his prosthesis. The pump was easier to use, but the patient had started experiencing various degrees of auto-inflation. The patient was also still bothered by the tubing in the left upper scrotum. The patient reported when the prosthesis was fully deflated, there was no problem, but as it slowly re-inflated, pressure builds-up in the tubing which gives some discomfort. The physician cycled the device and indicated the pump was certainly a lot easier to activate. He reported with squeezing all the fluid out of the prosthesis on deflation, there was slow re-accumulation of fluid in the cylinders.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6) 2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver. A revision surgery was scheduled for (B)(6) 2021. The surgery scheduled for (B)(6) 2021 was postponed due to covid lockdown until (B)(6) 2021. On (B)(6) 2021 the patient underwent an evaluation under general anesthesia (eua) as the physician performed troubleshooting techniques described in device manual as well as forced deflation maneuver were tried with success. Surgeon was able to get the device cycling and inflating fully again. No kinking of the tubing was noted. A month later, the physician indicated the patient and his wife had been fairly happy with how things have been going following the eua . In the last week, the patient and wife had noticed some minor auto inflation of the device. The patient indicated it becomes approximately 40% full over time. He still also had some mild discomfort from the tubing but, overall, said he thinks things are going reasonably well. The physician planned to see patient in the clinic in 2-4 weeks to examine device function. No further issues were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the device. The patient indicated the pump required a lot of force to work and it caused pain in the scrotum when he squeezed the pump. The physician examined the patient and the device was working but needed more force than normal to operate. There was also excess tubing noted in the scrotum. The patient was scheduled to see the physician again in two weeks for assessment and troubleshooting. The physician reported that initially things seemed to work okay with the device but more recently the pump had been harder and harder to use. It was causing the patient significant discomfort with squeezing it through the scrotal skin. The patient was seen on (B)(6) 2021. The physician reported that on examination, the bruising had settled from the surgery and the pump was sitting in a good position. The tubes were still slightly too long with them bulging into the left upper scrotum, but the physician could not palpate any kinks. The cylinders were sitting well in the penis with the tips being nice and distal. The pump bulb was very firm to squeeze. The physician tried the troubleshooting ideas outlined in the ams700 manual but unfortunately this did not make any difference. The physician had stated the pain the patient was experiencing in the scrotum was due to the pressure required to squeeze the pump bulb. The patient had healed very well. The pump was easily palpable and could be stabilized easily to assist with pumping ,but the bulb was just very firm. The physician will next try troubleshooting technique of forced deflation maneuver.